Event description:
Transfusion nurse started transfusion. Did not unclamp IV (primary). Pump did not alarm occlusion. Rn did not catch that it wasn't infusing. Pump is not available for evaluation, as it was not sent for repair.